Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber stopped working after 1127 joules at 2:41 minutes. The fiber fires from the top part of the tip instead of the side of the tip as should be. The procedure was successfully completed using a second fiber, the patient was stable without patient complication.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual unaided inspection of the fiber identified the fiber card data was recognized by the console, and it fired. Microscope inspection of the fiber tip identified a proximal circumferential fracture, which confirms the fiber stopped working. The fiber tip also showed a slight bend. Since the issue occurred during use it is likely that the fiber tip was buried into tissue and/or used to probe tissue. The fiber was functionally tested with the hene (helium-neon) laser fixture and the testing identified light visualization of fiber body. Functional testing to verify the forward firing output rate showed is below the threshold for potential patient harm. A DHR review indicated there were no manufacturing issues that could have contributed to any reported event. According to the device instructions for use (IFU), there was no evidence that the device was not used in accordance with the IFU. It states: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. This investigation was assigned a cause of unintended use error caused or contributed to the event, where the interaction between the user and device, or sample, caused or contributed to the error. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forward firing as the rate was below the threshold for potential patient harm.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber stopped working after 1127 joules at 2:41 minutes. The fiber fires from the top part of the tip instead of the side of the tip as should be. The procedure was successfully completed using a second fiber, the patient was stable without patient complication.